Event description:
Hill-rom received a report from the account stating the beds nurse call is not working. The bed was located at the account in medsurg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support found the nurse call button is not lit up on the siderail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Technical support walked the account through the process to toggle the on/off nurse call switch to resolve the issue. Based on this information, no further action is required.